Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes due to intermittent undersensing. It was also noted that the patient has sleep apnea and sometimes stops breathing when they fall asleep. No device intervention was performed. No further information available.